Manufacturer narrative:
Updated data: b2, b3, e1, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the previous reported severe hemodynamic valve deterioration was in reference to an increase in mean gradient greater than or equal to 20 millimeters of mercury (mm hg) and a mean gradient greater than or equal to 30 mmhg. The patient was admitted approximately 1 month following the reported onset for valve reintervention. A non-medtronic transcatheter valve was implanted. The patient was discharged the following day.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 8 years and 3 months following the valve implant, a valve performance issue was identified. A computed tomography (CT) identified "severe" hemodynamic valve deterioration and valve stenosis. A transcatheter valve revision was planned. Patient symptoms were not reported.

Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated the baseline transthoracic echocardiogram (tte), prior to the valve revision, identified a mean aortic gradient (mgv2) of 32.48 millimeters of mercury (mm hg), an aortic valve area (ava) of 0.95 centimeters squared (cm2), a max aortic valve velocity (v2) of 3.81 meters per second (m/sec), moderate total aortic prosthetic regurgitation with moderate transvalvular regurgitation. Mild mitral valve regurgitation and mild tricuspid valve regurgitation were also identified.

Manufacturer narrative:
Updated data: b3, b5, d4, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the valve issue was first identified approximately 8 years and 1 month following the valve implant.